Manufacturer narrative:
The investigation into this event, including the device evaluation, is still on-going. At the completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, during a procedure to remove an 8f valved port, the catheter fractured and detached. The port had been implanted since (B)(6) 2009. On (B)(6), 2011, the remainder of the catheter was removed. No patient complications occurred. The port has been returned to navilyst medical, however, the catheter was discarded when it was removed.